Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an adm cup. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
Right cup revision for hip, leg, and groin pain.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving an adm shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event, it was determined that better quality x-rays, medical records, operative reports and clinical history are needed to fully investigate device history review: a review of the device history record could not be performed as the lot details are not provided. Complaint history review: a review of the complaint history record could not be performed as the lot details are not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, medical records, progress notes,better quality x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Right cup revision for hip, leg, and groin pain.